Manufacturer narrative:
(B)(4). Product registration - correction b5: describe event or problem ¿ additional information d4 catalog no - correction g6 type of report ¿ additional information h2: additional information h10 corrected data.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.